Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test the power management tool shows that pump alarmed power loss and then power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance at printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. No unexpected pump error 25 alarms, replace battery now alarms, low battery alarms, or power loss alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was 130 mg/dl. Troubleshooting for the alarm was performed. Customer received the alarm for a second time after receiving a low battery warning. Customer advised they replaced the battery on the device and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.